Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a second on control biopsy needle was used. It came out without any resistance but it was noticed that the needle was too short. Imaged with needle in bone. It was reported that the patient is not showing any effects.